Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 310.156, lot: 9711872, manufacturing site: bettlach, release to warehouse date: november 06, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection of the returned drill bit has shown that the shaft is bent but not broken. The tip section and the cutting edges are strongly worn out and also damaged. Dimensional inspection: measurement outer diameter result: pass document/specification review: the material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. The measurements of the hardness after the hardening procedure were within the specification. The used material was stainless steel 440a as required. Summary: the complaint is rated as confirmed as the drill bit is bent. We suppose that the bad condition of the device before the surgery in combination with a mechanical overload situation during use has led to the bent shaft. In this context, we would like to draw your attention on page 7 in the leaflet ¿important information:" check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported two drill bits were broken. It is unknown when the malfunction occurred. It is unknown if there was patient involvement. This is report 1 of 2 for (B)(4).